Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient had a routine follow-up with their physician, and an impedance check revealed ¿avoid¿ on contacts 0, 4, 5, 6, and 7. The rep noted that the patient had no complaints and denied any trauma or falls. The rep stated that the patient¿s programming was changed slightly to provide better coverage, but the avoid impedances did not prevent the patient from receiving coverage of their painful areas when tested. The rep was going to follow up with the patient to ensure they are not having any further issues with the stimulator. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient for a routine follow up, and an impedance test was ran and contacts 0, 4, 5, and 6. Came up as orange/shorted. There were no contributing factors that the patient could think of that may have led to these issues. The patient was reprogrammed around these contacts, and per the patient's request high frequency programs were added. No further complications were reported. No patient symptoms were reported.